Manufacturer narrative:
Received one used partial list #011-0p560-01, manifold 2 port/off/right 3-way,transpac it, 60" admin set, 48" pt tubing; lot #5048260 and one used list #unknown, 3 way stopcock; lot #unknown. The reported complaint of tubing disconnection/separation was confirmed. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the male luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received and the investigation is pending.

Event description:
The event occurred on a unspecified date involving a manifold 2 port/off/right 3-way, transpac it where it was reported that the flush line tubing from monitoring set has come apart from male connector end of a transpac transducers. The event occurred during a procedure. There was patient involvement but no report of harm.